Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call that the insulin pump had flow block alarm. The customer's blood glucose value was unknown. Customer reported event was resolved by changing complete set. Customer is reported a past event. Customer has not been using the insulin pump for 48 hours would like to attempt to use the pump tonight ran self test and no issues encountered. The insulin pump will not be returned for analysis.